Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an unknown product performance anomaly. To date, there is no intervention information from the field and the device remains in service. No adverse patient effects were reported.